Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum instrument was received for evaluation. The magnum instrument was visually inspected upon receipt and was found to be in good overall condition. The device was functionally tested and failed the tests as gun primed and fired with lots of resistance and sled force test results out of tolerance due to the latch plate leaf spring is stretched identified during evaluation. Furthermore, very dry gun and the cannula sled would stay primed after firing. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported failure to prime issue the investigation is determined to be confirmed for the identified gun primed and fired with lots of resistance. The root cause for the reported failure to prime issue cannot be determined as the problem could not be reproduced. The root cause for the identified gun primed and fired with lots of resistance is determined to be the stretched latch plate leaf spring. During evaluation, very dry gun identified which is likely contribute to the identified lots of resistance issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Bd recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. H10: d4 (expiry date: 02/2026). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the unit was allegedly jamming. There was no patient contact.